Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the patient took her normal dose of insulin prior to eating breakfast at 9 am. Caller stated patient began cooking, started to feel bad and her legs got weak; so she took a blood glucose reading with a result of 120 mg/dl at 9:20am; sat down, was unable to get back up, and did not finish cooking. Caller reported patient called her husband who instructed her daughter to give her some juice or soda pop; patient took a couple of sips of soda. Ambulance was called, arrived and treated with glucose gel and then tested blood glucose level at 70 mg/dl at 9:30am. Patient was taken and admitted to hospital but received no further treatment. Patient's symptoms did not match results. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.